Manufacturer narrative:
The explanted device has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic will continue to monitor field performance for similar events, should they occur.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, an ultrasound revealed regurgitation and unaccept able hemodynamics. The physician removed the valve and implanted a new device to complete the surgery. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.